Event description:
Information received a smiths medical ambulatory infusion pumps/cadd administration sets flow stop has residual of several hundred milliliters several times. The pumps are working properly. The customer confirmed the quantity of products involved was least 10 tubing. No patient adverse events reported.

Manufacturer narrative:
Other, other text: h10 - device evaluation results: the affected cadd administration set was returned for investigation in used condition. The product was visually inspected at a distance of 12 to 16 inches and under normal conditions of illumination. No damages were observed. The sample was set for accuracy testing using a cadd solis vip pump. The cadd administration set successfully passed functional testing. The investigation did not find any fault with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.